Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the pacemaker was failing to capture. Programming changes were made. The patient has been fitted with a holter monitor for further monitoring. The patient was in stable condition.